Event description:
The pump was returned for investigation. Investigation revealed that the force sensor flex trace was found to be cracked at the pin and the sensor was not detecting correct force. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/25/2012 with the following findings: the black box verified loss of prime warnings on (B)(6) 2012 with a low non zero force. A force sensor calibration test confirmed the sensor is not detecting the correct force. The pump was opened and the force sensor flex trace was found to be cracked at the pin.